Event description:
The customer stated that she received a blood glucose reading of 220 mg/dl using her contour meter. She retested using another meter and received a reading of 95 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Customer service was going to advise the customer to return the test strips, but she ended the call. Attempts to contact her were not successful. No product will be returned for evaluation.